Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a motor rate error. The device was not dropped and there was no physical damage. There was no patient involvement.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous repairs were noted for the last 12 months. The customer issue was confirmed by checking the alarm history and it was verified. The root cause of the issue was bad clutch part. The device was repaired by replacing the left and right clutch, clutch spring, worm gear, worm coupling, and motor. After all the repairs and replacing the parts, the pump passed all the testing and is fully operational.